Manufacturer narrative:
B3. Exact date of event is unknown, therefore first day of bsc aware month was selected.

Event description:
It was reported that, the emergency stop assembly is broken/damaged. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
G1: MFR site zip/post code: corrected. B5: describe event or problem: corrected. H6: device codes (2): corrected. The console was serviced onsite by a field service engineer (fse). The fse was unable to identify any damage with the emergency button. Upon investigation of the console, replacement of the key switch was recommended to resolve the issue. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation. The initial report was submitted in error with an incorrect imdrf device code a23 (use of device problem). The imdrf device code has been corrected. The manufacturer has reviewed all the information including investigation results and determined this event does not meet reporting criteria for the device in question. B3: exact date of event is unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that, the emergency stop assembly is broken/damaged and the key switch is damaged. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.